Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. The insulin pump delivered a bolus properly. No under delivery anomaly noted. The insulin pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 450 mg/dl at the time of incident. The customer treated by manual injection. The customer¿s current blood glucose level was 253 mg/dl. The customer reported the insulin pump underdelivering insulin. The customer states the insulin pump is delivering the bolus slower than expected. The customer did troubleshoot the issue. The customer does not agree the insulin pump is working as designed. The customer will be return the insulin pump for analysis.